Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. The functional test revealed the distal continuity was acceptable; there were no shorts. The extension was cut 4.5cm from the distal end and 91.3cm from the proximal end. Conductor #3 was broken 2.9 cm from the proximal end resulting in an open circuit. It was also noted that setscrews #1 and #3 were missing.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the 3rd electrode on the left extension had impedances of greater than 40,000 ohms. The extension was removed and replaced; the issue was resolved. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.